Event description:
It was reported that the bronchovideoscope image frequently dropped out several times per minute. The issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on charge coupled device (ccd) unit, the image disappears during angulation in ud directions and no image is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.